Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported there was an infection found at the pocket site when the stage 1 evaluation was finished. The physician cleaned the pocket, irrigated pocket with antibiotics and proceeded with stage 2 implant and the issue was resolved at the time of the report. No further complications were reported or are anticipated.